Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer. On (B)(6) 2018, the customer reported that the error message had resolved itself and service was no longer needed. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 26-dec-2016 through aware date 26-jan-2018. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages, states the following: 2012 air detected [diluent] description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. The most probable cause of the reported event could not be determined. The customer declined service.

Event description:
On (B)(6) 2018, a customer reported getting 2012 air detected [diluent] error message after preventive maintenance was performed on the aia-360 instrument. The customer stated that the field service engineer (fse) had said that this may happen, but that would resolve it; however, the customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for cardiac troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.